Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was use related per clinical details that hemostasis achieved by repositioning and resecuring the sheath angle.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical rationale: an impella cp device was inserted into the left femoral artery in a 65-year-old male patient presenting in cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was access site bleeding. The angle of the sheath was adjusted and hemostasis was achieved. Blood products were given. The activated clotting time (act) was 180. One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 1.1l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Major bleed/asae: the cause of the access site adverse event was most likely use related per clinical details that hemostasis achieved by re-adjusting and resecuring the sheath angle and no issue was found on the pump.